Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that it was the third patient operated for a gastric bypass of the day. No unusual bleeding observed during the initial procedure. The patient was reoperated on the same day as the initial procedure. The issue was detected the afternoon after the procedure. The surgeon observed a leakage during the test on the staple line: the suture was reinforced with a stitch. No patient consequence after the reoperation. The patient left the hospital on (B)(6) 2019.